Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that since the primary surgery, the patient has continued to experience pain. She cannot sleep and is in constant pain.

Event description:
It was reported that since the primary surgery, the patient has continued to experience pain. She cannot sleep and is in constant pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat, no.: unknown, unknown_reconstructive_product, lot code: mkde20; cat, no.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: mhmrmp; cat, no.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: mkapma; cat, no.: unknown, unknown_reconstructive_product, lot code:35462401. Cat, no.: 6021-3535, accolade (127 deg) size 3.5, lot code:35387703. Cat, no.: 6260-9-036, v40 cocr lfit head 36mm/-5, lot code:mjp2tm . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.